Manufacturer narrative:
(B)(4): neither the device nor applicable imaging devices were returned to manufacturer therefore cause of event cannot be detrmined.

Event description:
It was reported that patient underwent surgery at th10-s1 for removing implants on (B)(6) 2015. Sales rep was notified that s1 both side set screws were displaced when he visited the hospital for next day surgery.the displaced setscrews and all implants were removed at the time of removal. No patient complications were reported.